Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized twice in the same day due to high blood glucose. The blood glucose readings were over 600 mg/dl. Customer stated that her insulin pump was alarming no delivery during manual prime. Nothing further was reported.